Event description:
A malfunction on the pump was reported, with the caller indicating that the pump was dropped before the issue occurred. There was no adverse impact to the customer¿s blood glucose level. The pump screen would not turn on despite several attempts to connect it to a known working power source, and no led lights were blinking. The customer mentioned a non-resettable malfunction message appeared before the display went dark. Technical support decided to replace the pump, and although the warranty had expired, the customer expressed interest in obtaining an out-of-warranty loaner pump.